Event description:
Literature was reviewed regarding ¿incidence, risk factors, and prognostic impact of type ib endoleak following endovascular repair for abdominal aortic aneurysm: scoping review¿. Among the patient population the following medtronic stent grafts were implanted: talent, endurant and aneurx as well as non-mdt stent grafts the time frame of this study was over a fifteen-year period. 27 studies were included in a review which aimed to assess the rate of and risk factors for type ib endoleak. Among the patient population the following malfunctions occurred: ib endoleaks, migration no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿incidence, risk factors, and prognostic impact of type ib endoleak following endovascular repair for abdominal aortic aneurysm: scoping review¿ zuccon g, d'oria m, gonçalves fb, fernandez-prendes c, mani k, caldeira d, koelemay m, bissacco d, trimarchi s, van herzeele I, wanhainen a. Eur j vasc endovasc surg. 2023 sep;66(3):352-361. Doi: 10.1016/j.ejvs.2023.06.017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.